Event description:
Allegedly the plaintiff underwent some type of foot surgery involving screws. It is unknown if any additional hardware was used or what the type of surgery was. Allegedly about one week after having a cast removed post-surgery, the screws broke. The cause of the break is unknown. The plaintiff has not yet been revised.

Manufacturer narrative:
No investigation can be conducted since the product used in unknown. Should more information become available a follow up report will be submitted along with any investigation details, if possible.